Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was almost 800mg/dl. The customer was experiencing unexplained high glucose for months. The customer stated that the insulin pump was alarming no delivery, which caused to raise her glucose level. Troubleshooting was performed. The customer stated that the infusion set was changed and the alarm continued. The customer requested a replacement of the insulin pump. No further info was provided.